Event description:
It was reported that the patient's audiologist contacted med-el because during a routine appointment, impedance measurements were found to be higher than normal. Three electrode channels had hi impedances, 2 electrode channels were showing short circuits and 4 electrode channels showing higher than normal impedances. The ground path impedance has also increased. The patient described hearing a 'shhhh' sound through her right speech processor. The patient is bilaterally implanted. Integrity testing is currently being scheduled by med-el corp with the patient and the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.